Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 213 mg/dl, 110 mg/dl, and 120 mg/dl within 3 minutes on the active system. It was reported the test strip vial was not properly closed. No actions taken based on device results. No adverse event reported. Requested return of suspect device.